Event description:
Complainant alleged that while treating a patient (age unknown) the device discharged appropriately a total of five times, once at 120 joules, once 150 joules and three times at 200 joules. On the sixth attempt to charge the device to 200 joules, the device failed to charge and displayed an unknown defib fault message. Complainant indicated that the patient subsequently expired, however that it was not a result of the reported malfunction. The device was taken from service and tested at the customer's facility by a staff member accompanied by a zoll medical sales representative and the deviice displayed "defib fault 72", "pacer fault 117" "defib disabled" and "pacer disabled" messages.